Event description:
On (B)(6), 2011, the patient/lay-user's wife contacted lifescan (lfs) alleging that her husband was experiencing an inaccurate high issue with his one touch ultrasmart meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's wife reported that the alleged issue with the subject meter began on (B)(6), 2011, at 4:30 pm. The patient obtained an unknown glucose result on the subject meter and another unknown glucose result with the doctor's meter. Time difference between the 2 results is also unknown. The patient's wife stated that the patient manages his diabetes with a combination of unknown medications, but it is unknown if due to the alleged issue the patient made any changes to his usual diabetes management. However, she claimed after the alleged issue started the patient felt "shaky". In response to his symptom, his wife reported that his glucose was tested at the doctor¿s office during the visit and they obtained an unknown glucose result. Due to the result on their office meter, on (B)(6), 2011, at 4:45 pm the patient was treated with a glucose tablet. During the initial call with customer service, the agent noted that the patient was using an appropriate testing technique, correct expired test strips and an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient's wife claims that due to the reported issue, the patient reportedly developed symptoms suggestive of hypoglycemia and the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.